Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mid to proximal, 90% stenosed, left anterior descending artery (lad). A non-abbott guide wire was advanced through the lad, and after predilatation was performed with a 2.5x15 mm non-abbott balloon catheter, a different non-abbott guide wire was advanced through the circumflex. Additional predilatation was performed and a xience prime stent was implanted successfully in the lesion. The 5.0x8 mm nc trek balloon was delivered for postdilatation of the deployed stent and was inflated to 13 atmospheres. An attempt was made to retract the balloon catheter; however, resistance was felt between the balloon catheter and the non-abbott guide wire located in the lad. Slight force was used and the balloon catheter was able to be retrieved successfully. The procedure was completed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sion blue, fielder fc; guide cath: mach1 cls4; stent: xience prime 3.5x33 mm. Evaluation summary: the device was returned for analysis and the reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.